Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/16/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of raynaud's phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient reported experiencing "raynaud's phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress). Healthcare professional reported desire to decrease size.

Event description:
Patient reported experiencing "raynaud's phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress), side unspecified. This file is for the left side. Healthcare provider reported reason for removal as "pt desire down size." Device has been explanted.